Event description:
During the procedure under fluoroscopy the physician successfully retrieved three biopsy samples. During the fourth attempt the pt started to bleed. Pt was considered high risk prior to surgery. An evaluation of the fourth biopsy sample revealed that a large venule wall was captured. The chief of pulmonary stated that on the fourth attempt a vein was biopsied and the pt bled. He also stated the there was no tearing of tissue and no problem with the product.